Manufacturer narrative:
E1 initial reporter phone number: (B)(6).

Event description:
It was reported that guidewire detachment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 300cm, 8cm poly tip v-18 control wire was selected for use. However, during unpacking the tip of the device had kink mark. Another 300cm, 8cm poly tip v-18 control wire was used. However, during the procedure, the device got fractured at 5cm from the tip. A snare was made to remove and withdraw the fractured part. No pieces of the device remained inside patient body. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.